Event description:
Investigation results are now available. Pieces of the reamer are still in the femur head and cant be removed but in the end znn cephalomedullary is in the patient with no complication.

Manufacturer narrative:
Investigation results were made available. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. No further due diligence required as all required information to support the conclusion is available or was already requested. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Medical records were not provided. Foreign material in patients body: in accordance with iso 10993-1the znn cm small guide and short instruments are categorized as external communicating devices with tissue/bone contact for less than 24 hours. The investigation did not identify a nonconformance or a complaint out of box (coob). A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that, during surgery znn cephalomedullary lag screw reamer - short break when was reaming in the patient. Patient involvement. Delay in procedure: 45 minutes.

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).